Event description:
Report received from the USA regarding a motor device in which, during surgery, it was observed that the locking mechanism was not working. According to the report, an identical spare device was available. Therefore, no delays in surgery were reported. The surgery was completed successfully with the spare device. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was not received for evaluation. If additional information is received, a supplemental report will be sent. Ref: (B)(4).